Manufacturer narrative:
(B)(4). The reported complaint of "balloon was not fully opening" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that the balloon was not inflating. Manual inflation was attempted but the pump continued to alarm. As a result, the balloon was removed and a new balloon from a different brand was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon was not inflating. Manual inflation was attempted but the pump continued to alarm. As a result, the balloon was removed and a new balloon from a different brand was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".